Event description:
During an unk procedure, after firing plastic to plastic and deploying a clip the next clip did not move forward automatically as it supposed to. There were no adverse consequences to the pt. One device returning.